Manufacturer narrative:
Inspected 1 opened or used sensor and performed visual inspection found sensor needle bent inside sensor base. No broken or missing parts were observed during analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the introducer needle was hard to remove. The customer's blood glucose value was unknown. Customer reported that they got 1 sensor which failed, the introducer needle was hard to release and the cannula came out with the needle. Customer was changing her sensor. Customer reported that the needle was still attached and sensor was stuck to the adhesive. Location of sensor insertion was abdomen. Customer reported the introducer needle fractured while in the body. The device will be returned for analysis.